Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, a suture break occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, the suture was not returned with the device. Inspection of the returned device indicated the anterior cuff successfully captured the needle during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.